Manufacturer narrative:
The field service engineer determined the tubing on a vacuum vessel fell off. The tubing was re-installed on the vacuum vessel nozzle. Controls were tested and passed. The last glucose calibration performed on (B)(6) 2019 was ok. Glucose controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short and speed was too fast. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module. Data was provided for four patient samples and of these, two had discrepant results for gluc3 glucose hk gen.3 and one had a discrepant result for ise indirect na for gen.2. Incorrect results from the samples were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first patient sample initially resulted with a glucose value of 20 mg/dl, which repeated as 97 mg/dl. The sample was also repeated on an unknown point of care instrument, resulting with a glucose value around 100 mg/dl. The second sample initially resulted with a glucose value of 46 mg/dl, which repeated as 100 mg/dl. The third sample initially resulted with an na value of 181 mmol/l, which repeated as 141 mmol/l. The glucose reagent lot number was 40879901, with an expiration date of 31-jul-2020. The na electrode lot number and expiration date were requested, but not provided.